Manufacturer narrative:
Evaluation summary: we checked the returned unit and confirmed that the fluid damage in the image guide fiber bundle (cfb) and the control body assy complete corrosion. Base on the result, we concluded that it was caused due to the water invation in the image guide fiber; however, other failure is not related to the alleged complaint. Correction information: g6: follow up #1. H6: coding changed based on the investigation result: component code, investigation findings, and investigation conclusions. Additional information: b5: there was no report of patient harm. H2: follow up type h6: coding added base.d on the investigation result: health effect - clinical code and health effect - impact code. This report is being filed as part of the pentax backlog management plan.

Manufacturer narrative:
This device is not distributed in the USA, only import for export, therefore there is no 510k available. (B)(4). We will continue to investigate this situation and if necessary, file a supplemental report. This complaint is being processed in accordance with (B)(4) decision backlog management plan.

Event description:
Pentax medical was made aware of an event that occurred in the emea region. The event occured in the workshop during inspection. The distributor reported water drops in the image on pentax model fnl-10rbs/serial (B)(4).